Manufacturer narrative:
Investigation result: an eval of this device could not be performed as the device was discarded by the user facility. No additional info was available regarding the generator alarms or settings. The instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area not in contact with the pt. Inadvertent activation while in contact with the pt may result in burns. Maintain the active electrode tip in the field of view at all times. Injuries to the pt may result from inadvertent activation or movement of an activated electrode outside the field of view.

Event description:
The customer reported that this ablator was laying on the mayo stand when the coagulation function turned on by itself. The unit continued to stay on until it was manually unplugged. The customer reported that when the ablator was plugged back in, the cut function flickered on and off and thus, another ablator was used to complete the procedure. There was no pt injury and only a 5 minute delay related to this event.